Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 19-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia/ heavy bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"), 10 days after insertion of essure. On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with azithromycin (zithromax) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menorrhagia had resolved, the menstrual disorder, vaginal haemorrhage, dysmenorrhoea, fatigue, depression and anxiety outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2009: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 13-dec-2018: pfs received. Outcome of menorrhagia , pelvic pain updated to recovered / resolved. Concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (and underwent partial hysterectomy due to complications from essure device). At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: essure device was successfully occluded incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 19-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia/ heavy bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"), 10 days after insertion of essure. On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), urinary tract infection ("infections/infection (bladder/ urinary tract/vaginal)") and vaginal discharge ("vaginal discharge"). The patient was treated with azithromycin (zithromax) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection and vaginal discharge had resolved, the menstrual disorder, dysmenorrhoea, fatigue, depression and anxiety outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had been treated for pain, bleeding, , bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: essure device was "successfully" occluded. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event infections/infection (bladder/ urinary tract/vaginal), vaginal discharge added. Event outcome for pain, bleeding changed to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 19-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia/ heavy bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"), 10 days after insertion of essure. On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), urinary tract infection ("infections/infection (bladder/ urinary tract/vaginal)") and vaginal discharge ("vaginal discharge"). The patient was treated with azithromycin (zithromax) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection and vaginal discharge had resolved, the menstrual disorder, dysmenorrhoea, fatigue, depression and anxiety outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had been treated for pain, bleeding, , bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: essure device was "successfully" occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc. (Product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 19-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia/ heavy bleeding") and dysmenorrhoea ("dysmenorrhea (cramping)"), 10 days after insertion of essure. On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain"), urinary tract infection ("infections/infection (bladder/ urinary tract/vaginal)") and vaginal discharge ("vaginal discharge"). The patient was treated with azithromycin (zithromax) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection and vaginal discharge had resolved, the menstrual disorder, dysmenorrhoea, fatigue, depression and anxiety outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: she had been treated for pain, bleeding, , bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: essure device was succesfully occluded. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Event infections/infection (bladder/ urinary tract/vaginal), vaginal discharge added. Event outcome for pain, bleeding changed to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), depression ("depression"), anxiety ("mental anguish") and abdominal pain ("abdominal pain"). The patient was treated with azithromycin (zithromax) and surgery (and underwent partial hysterectomy due to complications from essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain was resolving and the menstrual disorder, vaginal haemorrhage, menorrhagia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: essure device was succesfully occluded. Most recent follow-up information incorporated above includes: on 30-may-2018: pfs and medical record received: the event abnormal vaginal bleeding, menorrhagia, dysmenorrhea, fatigue, depression, mental anguish, abdominal pain added. Reporters and treatment drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.